Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023, and the patient was re-implanted with a new cochlear device during the same surgery. This report is submitted on september 29, 2023.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on march 06, 2024.

Manufacturer narrative:
This report is submitted on june 20, 2023.

Event description:
Per the clinic, the patient experienced sudden loud distorted sounds and pain in (B)(6) 2021. It was also reported that the recipient sustained a head injury (specific date not reported). Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains.